Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (20 mg/ml at 15.474 mg/day) via an implantable infusion pump. It was reported that the patient was unable to get the pump refilled due to it being flipped. There were no known environmental/external/patient factors that may have led or contributed to the issue. Surgical intervention was performed and the pump was re-sutured in the pocket. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.